Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys c-peptide (c-peptide) on a cobas 8000 e 602 module. The initial result was 0.024 ng/ml. The repeat result was 5.02 ng/ml. The repeat result was believed to be correct. The erroneous result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The c-peptide reagent lot number was 24103700 with an expiration date of 31-dec-2018. At the time of the initial result, an "abnormal reagent probe movement" message was observed on the alarm trace.

Manufacturer narrative:
Calibration data was acceptable. The initial low result was the first test from the c-peptide reagent pack installed on (B)(6) 2018. The customer did not check for bubbles or foam on the reagent surface prior to running the test. The customer did not perform qc. The customer manually removed the bubbles from the reagent surface and repeated the test. Based on the data provided, the root cause for the erroneous low result was due to an issue with reagent handling at the customer site.